Event description:
The customer, representative of respiratory therapy, reported that the facility experienced three occurrences of low volume leak on the cuff of the reported device. The customer reported that all the tubes failed on the same pt and from the same reported lot number. The customer reported that all three occurrences resulted in decannulation/recannulation. The customer reported that the pt tolerated the exchange well.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.